Event description:
It was reported by an endoscopy nurse that the single use suction valve is a change from previously used items of a different lot number. When these new buttons are removed from the scope the suction arm breaks off. The remainder of the button is then stuck in the scope. This then has to be removed with a hemostat with much difficulty. No harm has come to any patient with this device. Staff obtained pictures of this defect and notified the manufacturer. Manufacturer response for bronchoscope (flexible or rigid), single use suction valve (sterile) (per site reporter). Endoscopy notified olympus of issues and lot number. Olympus stated this has happened with the same lot number at another hospital. Samples were not collected by olympus.